Event description:
It was reported that there was a "gap between stent substance mounted on balloon and balloon catheter." There was difficulty inserting the device into the 7f sheath introducer. The device had appeared normal prior to use with no flushing difficulty.

Manufacturer narrative:
The product has been returned, but the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.